Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon ruptured occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery. A 3.25mm x 15mm nc emerge® balloon catheter was advanced for dilatation. However, when pressure was applied up to approximately 6 atmospheres, pinhole rupture was confirmed. The device was completely removed. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.